Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the customer had not been utilizing the pump for insulin therapy at the time of the malfunction. Reportedly, the malfunction alarm was cleared.